Manufacturer narrative:
The customer did not return product sample for eval. The customer's complaint history was reviewed for the period of one year; this is one of five complaints reported for this issue. There have been no additional complaints reported against the finish goods lot numbers 1126144h, 1126143h or 1126145h and the device history records (DHR) shows that the products were released per specifications. The root cause cannot be determined. The pak has been changed to the synthetic towel. (B)(4). This report was mailed to FDA on: 05/06/2011. (B)(4).

Event description:
A nurse reported their facility has had five pts who have experienced toxic anterior segment syndrome (tass). All affected pts have been associated with the same surgeon. Additional info was received from the nurse indicating they believe that the fibers from the hand towels in their custom packs could have contributed to the reported events. The facility does not have any fibers to return for analysis but report the fibers seem to be white in nature. A completed questionnaire was returned from the surgeon reporting the outcome of the event continues but notes will resolve with treatment. This is the third medical device report of five being filed for this facility.